Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's doctor had to go back in and move the ins to the other side and anchor it because it was loosen and it was kind of sticking out of her back and was painful. The patient was not certain of the event date but indicated it was sometime prior to the revision date of (B)(6). Confirmed event started sometime in 2019, the patient stated it was gradual and was rubbing against chairs prior to the revision. No further patient complications are anticipated or expected as a result of this event.